Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer reported she had diabetic ketoacidosis but did not seek medical assistance, customer's blood glucose was over 500 mg/dl, and customer then removed the insulin pump. Customer started wearing the device again and the device was alarming no delivery alarms. Customer's blood glucose was 322 mg/dl. During troubleshooting, insulin did exit during fixed prime. Customer was advised the infusion sets will be replaced. Customer will be returning the device for analysis.